Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the medical personnel that four months after hvad-hvad exchange for thrombus, patient developed driveline infection ((B)(4)). Now, patient became bacteremic from wound and left thoracotomy incision site from exchange. A washout procedure in or (operating room) on (B)(6) 2016. Patient remains in the hospital. Investigation is ongoing.

Manufacturer narrative:
Additional information provided by site indicates that the as of (B)(6) 2016, the patient was still being treated for the infection with a wound vac in place. The patient was also being treated with 3 antibiotics for "mycobacterium abcessus" in blood. The patient further disclosed that he had been showering without occlusive dressing after his pump exchange. Hvad pump (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause could not be found to be related to integrity of the device, the patient's lack of proper care and protection of the driveline during activities of daily living are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Corrections: b2, d1, d4, d5, d6a. A supplemental report is being submitted for additional information and corrections. B2 outcome attributed to adverse event corrected to include life threatening. D1 brand name corrected from heartware® ventricular assist system to heartware ventricular assist system - pump/driveline. D4 model # corrected to 1103. D5 operator of device corrected from physician to lay user/patient. D6a implanted date corrected from (B)(6) 2013 to (B)(6) 2015. Newly received information indicated that the ventricular assist device (vad) was explanted and the patient received a heart transplant. The device status was collected during a review of patient records with the healthcare facility. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) was explanted and the patient received a heart transplant. The device status was collected during a review of patient records with the healthcare facility.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information provided by the site indicated that four months after vad exchange the patient developed driveline infection. The patient became bacteremic from wound and left thoracotomy incision site from exchange. A washout procedure was performed and the patient continued to be treated for the infection with a wound vac in place; additionally, was also being treated with 3 antibiotics for "mycobacterium abcessus" in blood. It was further reported that the vad was explanted and the patient received a heart transplant. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.